Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures her vision is so blurry, even with new prescription glasses, that I have to wear them 24/7. She can¿t see up close or even walk around comfortably. After reading or using tablet for less then an hour, her vision is blurry and teary for a long time. She is uncomfortable even shopping because she can¿t focus. I see a film that drifts back and forth across this eye. It was explained she might be seeing the gel between retina and lens and it would eventually go away. She hasn¿t worked since the surgeries. She delivers mail and is unable to focus on addresses after 15 minutes or so. This eye gets somewhat painful. The surgeon sees no issues and says the eye tests almost 20/20. There are two medical device reports associated with this patient. This report is for the left eye.